Event description:
It has been reported that the device is failing the self-test and emitting the pads not useable error. The customer further stated that the gold pin in the device is not functioning properly.